Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump and led to pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details and lack of signature requirement, instructed customer to let pump battery fully deplete and return damaged pump within 10 days using provided materials, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.